Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china which said the image failure of the subject device occurred due to the dp board malfunction and green screen due to cp board malfunction, omsc surmised there was the possibility these phenomena were attributed to aging deterioration of the dp board and cp board from long-term use, as more than 9 years had passed since the manufacture. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the image of the subject device was not displayed but green due to the dp board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that the image of the subject device was not displayed. The subject device had been returned from the user because the user said there was something wrong with the image of the subject device. There was no patient injury associated with this report.